Manufacturer narrative:
(B)(4). Additional information: baxter conducted a batch review. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "leaking" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 100 was observed leaking. According to the report, the device was filled with 90mg of pamidronate in 250ml of 0.9% sodium chloride. The problem was noted prior to product use and there was no patient involvement. No additional information is available.